Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the customer, the band had been adjusted five times. On (B)(6) 2010, the patient started having pain on the left side where the port was placed. On (B)(6) 2010, the patient went in for a fill and was unsuccessful with drawing any fluid. On (B)(6) 2010, the surgeon tried to do a fill and was unsuccessful. The patient was sent for a fluoroscopy and it was determined that the tubing was disconnected from the port. Additional information received from the nurse practitioner. The patient presented with lower pelvic pain on (B)(6) 2010 and the surgeon felt that the pain was unrelated to the band. The nurse practitioner states that she was unable to access the port on (B)(6) 2010 and suspected a band leak. The patient was referred to her supervising surgeon and under fluoroscopy, the tubing was found in the pelvic area. On (B)(6) 2010, and the tubing was brought out of the abdominal cavity and noted to be sheared. The jagged portion was trimmed off and the band tubing was reconnected to the port. The locking connector was still attached to the port. The strain relief was reattached also. Surgeon elected to reconnect the port as he felt there was no issue with the port function. The revision surgery was done as same day surgery. The patient is fine.